Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked. The imaging window and drive cable were twisted, and imaging window windup was observed. An imaging code broken drive shaft, windup, and broken coax cable began 26 cm from the distal end of the connector shaft. No damages or failures were found on the catheter code pcba (ccp) board assembly or on the hub connector pins. The catheter could not flush normally when the telescope was fully retracted and fully advanced, and signs of leakage were observed in the imaging window. A test guidewire was inserted, and no indication of resistance was found in tracking the guidewire into the catheter. The media provided by the client showed no image on the capital equipment screen. Additionally, the sheath assembly was cut to observe both ends of the broken drive shaft.

Event description:
Reportable based on device analysis completed on 17jun2025. It was reported that catheter issue occurred. The 95% stenosed, 15 x 2.5 mm target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, a black screen occurred and it was damaged. The procedure was completed with another of same device. The patient condition following procedure was stable. However, device analysis revealed that the imaging window was twisted.